Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On the same day as onset, the patient was diagnosed with peritonitis and was hospitalized for the event. On the same day, the patient began intraperitoneal (ip) treatments for the peritonitis with injection gentamicin (80 milligrams, once a day) and injection vancomycin (1 gram, every fifth day). Five days later, the patient began treatment for the event with injection meropenem (500 mg, twice a day) via intravenous (IV) route and tablet ciplox (250 mg, twice a day) via oral route. At the time of this report, the antibiotic therapies were ongoing, the patient remained hospitalized, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available.